Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated total t4 (tt4) results generated on the access 2 immunoassay system for two pt. The pt samples were retested using an alternate methodology and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
A bci field service engineer (fse) was dispatched to the site on (B)(4) 2009, to investigate the event. The fse performed a routine system check which failed the substrate ratio. The fse then inspected the substrate dispense and waste system and found a crimped waste peri-pump tubing. The fse replaced the tubing and the aspirate probes. Then the fse verified substrate delivery, aspiration, vacuum pump performance and luminometer, no issues were noted. The fse then ran another system check and high/low precision check, both passed within instrument specifications although the fse addressed several hardware issues. A definitive root cause could not be determined for this event. This is 1 of 2 separate MDR reports related to 2 pt events associated with a single malfunction report. Reference MDR number 2122870-2011-04723 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.